Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, broken belt clip slot, and a cracked reservoir tube lip.

Event description:
Customer reported that the insulin pump returned multiple motor error alarms and no delivery alarms. Customer did not recall the timing of the alarms and did not recall any significant events leading up to the alarms. Blood glucose level was 185 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.